Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced discomfort, roughness, granulation, irritation, redness, swelling, drainage, and infection at the stoma site. The patient was treated with topical application of peroxide and water (1:1) and oral antibiotics; amoxicillin for a couple of days and augmentin for seven days.